Event description:
Patient reported signal loss over 1 hour, pt accidentally threw the new tx, pt inserted the old tx and had a signal loss. It was reported that signal loss over one hour occurred. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).